Event description:
The customer reported that while running a hepatitis assay, summit sample handler, misread a barcode. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.